Event description:
Procedure type: adrenalectomy. According to the reporter: the part to fix the port became loose, then it was noticed the balloon was torn. The pieces were retrieve. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).